Manufacturer narrative:
(B)(4). Batch #t5dl17. Investigation summary: the analysis results showed that one gst60b reload (b) was received fully fired with the pan detached from the cartridge. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional information was requested and the following was received: current patient status: yes, known. Post op care of patient as a result of event is not changed.

Event description:
It was reported that during a lap sleeve gastrectomy, the doctor chose a plee60a with gst60 combination. While preparing a sleeve, the doctor fired gst60g first, followed by gst60b. Firing proceeded uninterruptedly with no issues. But on the third firing of gst60b, post-firing, a staple stood with the sharp end out, without forming a b-shape. Post third firing, the doctor proceeded with a fourth firing with gst60b. The firing was good, but the reload was struck in the cartridge jaw that was unable to be removed. A scrub nurse used a scalpel to remove it and observed the metal base was dislodged from the reload. Surgery was delayed five minutes, but was successfully completed. There were no patient consequences.